Event description:
It was reported by doctor that kinked wire was observed in PICC set before use. No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 135cm ir guidewire. The sample was received loaded backward in its plastic hoop. Usage residues were observed throughout the coil/core region of the wire. The weld tip was intact. A kink was observed approximately midway along the length of the coil region. Curved shape memory was observed leading into the kink site. Tactile inspection of the sample confirmed that the core wire was intact. Microscopic inspection of the sample confirmed biological residue throughout the coil region. The kink and curved shape memory were consistent with attempted insertion against resistance. Such resistance can occur if insertion is attempted into tissue or through a tortuous path. The biological residue on the wire suggested that resistance was encountered during attempted device use.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw0499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by doctor that kinked wire was observed in PICC set before use. No other information provided.